Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "pain and tenderness". Later healthcare professional reported "rupture" and "exchange due to the patient's concern with the product". Device remains implanted.

Event description:
Patient reported left side "pain and tenderness". Healthcare professional reported "rupture" and "exchange due to the patient's concern with the product". The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. Additional observations noted during device analysis creases, wear abrasion and deformation. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.